Event description:
Pad burn was reported. Or nurse stated that the pt was followed-up within 24hrs, 48hrs and a day after that and the pt was unable to see the suspect pad burn. They are now calling it a reaction to the adhesive or irritation from the adhesive. The customer was using the valley leb pad, non-split, and now have gone to the conmed pads. Pad was placed on the thigh, the pt was heavy and voided, which could have gotten the pad wet.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div. Is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div., which the company may not have been able to investigate or verify prior to the date of the report which was required by FDA. This report does not constitute an admission that the device, smith & nephew, inc. Endoscopy div, or its employees caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc. Endoscopy div. Or its employees, that the report constitutes an admission that the device, smith & nephew, inc. Endoscopy div. Or its employees caused or contributed to the event described in the report. H10: the unit has not been returned for evaluation therefore, no determination could be made for the reported incident. K-7673 06/16/2006.